Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with the customer and cartridge was changed to resolve the issue. There was no reported adverse impact to customer's blood glucose.